Event description:
Caller reported a cartridge alarm issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, confirmed the customer's shipping address, and provided instructions for returning the defective pump. The customer was informed that they would receive a pump with updated software and agreed to return the problematic pump within 10 days to avoid charges. The customer was also advised to program their settings and connect their cgm to the replacement pump, which they acknowledged and understood. Customer reverted to an alternative method of insulin therapy.